Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. The patient was elevated on the transplant list due to worsening right ventricle (rv) failure. It was communicated that the patient presented with worsening shortness of breath (sob), orthopnea, dyspnea of exertion (doe), and swelling. Despite inotropic support, the patient was noted to be in cardiogenic shock on right heart catherization (rhc) and admitted. The patient was put on dual inotropes and continued to experience sob and was unable to diurese without IV medications. The patient was transplanted, and no issues related to the device were reported. The pump was returned assembled with the pump cable severed approximately 3¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was severed approximately 2¿ from its hardware and returned with the sealed outflow graft bend relief properly seated onto the graft attachment. The bend relief clip was returned but appeared to be partially disengaged. An hmii sewing ring and glove tip were present on the inflow cannula. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the reported routine transplant on (B)(6) 2021. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was elevated on the transplant list due to worsening right ventricular failure. The patient had worsening shortness of breath, orthopnea, dyspnea on exertion and swelling. Despite inotropic support the patient was noted to be in cardiogenic shock on right heart catherization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. No additional information provided.